Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 7 months, 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a pleural tissue sample was collected during a vat decortication procedure. The patient was treated with a change in medication and parenteral antibiotics. No additional information was provided.

Manufacturer narrative:
Manufacturers investigation conclusion:a direct relationship between the device and the reported event could not be determined. No alarms were reported and the issue was indicated not to be device or therapy related. The patient remained ongoing following the procedure with no further issues reported until being transplanted on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.